Manufacturer narrative:
The reported event of a leak was confirmed. The results of the investigation concluded that a leak was found in the catheter handle. The handle was dissected and the fluid lumen was fractured at the strain relief joint, allowing fluid to enter the connector plug creating a short circuit. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the fractured fluid lumen is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, the catheter would not ablate as expected. The generator displayed a high impedance error and a leak was found at the distal end of the ablation catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.